Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant false negative vitros anti-hav igm (ahavm) and vitros anti-hbc igm (ahbcm) results were obtained when tested using a non-vitros (biorad) virotrol iii quality control (qc) fluid lot 124480 on a vitros 3600 immunodiagnostic system. Vitros ahavm results of 0.01 and 0.01 s/c (non-reactive) versus expected results of 2.34 s/c (reactive) vitros ahbcm results of 0.03, 0.03, 0.71, 0.76, 0.74, 0.77, 0.81, 0.85 and 0.83 s/c (non-reactive) versus expected results of 1.44 s/c (reactive) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant false negative vitros ahavm and ahbcm results were obtained from a non-patient fluid. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers: (B)(4).

Manufacturer narrative:
The investigation has determined that discordant false negative vitros anti-hav igm (ahavm) and vitros anti-hbc igm (ahbcm) results were obtained when tested using a non-vitros (biorad) virotrol iii quality control (qc) fluid lot: 124480 on a vitros 3600 immunodiagnostic system. The assignable cause of the event is an instrument issue. The customer obtained several condition codes when processing vitros ahavm and vitros ahbcm reagent with virotrol iii (positive) quality control fluid. Additionally, a vitros ahbcm precision test was performed and the results were found to be outside of ortho acceptable guidelines, indicating that the vitros 3600 immunodiagnostic system was not performing as expected at the time of the events. An ortho field engineer (fe) performed service actions on the vitros 3600 immunodiagnostic instrument that included replacing the final well wash stepper motor, both signal reagent (sr) tips, both aspirate filters, and the uia metering z guide; and cleaned and optimized the micro well and metering adjustments, which resolved the error codes displayed by the instrument. Qc fluid testing results were returned to expectation following the service actions. The vitros 3600 immunodiagnostic system was returned to expected performance in combination with vitros ahavm and vitros ahbcm.